Event description:
Pt was part of a clinical study at the clinic for a device called a fenestrated stent graft. Surgery date was 2008. The protocol reads that fred was to be seen for a follow up 30 days after surgery. The protocol was not followed. In fact, the dr's office told pt to "resume his normal activities" prior to his follow up visit which was not scheduled. Pt died. Immediately upon pt's death, I called the clinic requesting that they contact the local medical examiner's office to insist on an autopsy. One would assume that the clinic would want to know the exact cause of death. Pt's primary physician finally signed the death certificate- under protest- after discussions with me. The only cause he could put on the certificate was pt's primary illness. However, neither his primary dr. Nor his respiratory dr. Believe that the cause of death was ptd's respiratory condition - primary illness- if the protocol had been followed - -perhaps fred would be alive today. He was examined by his primary dr and the uop pulmonologist less than a week before his death...